Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed during functional and performance testing. Physio performed an evaluation of the electronic records downloaded from the device and was able to verify that multiple event codes were logged during the reported event and during the shock delivery attempt, the device indicated "shock 1 abnormal". Additionally, physio observed the device remained powered on for an inappropriate amount of time and eventually powered off due to battery depletion. The device is designed to power itself off 5 minutes after a connection to patient load is disconnected.  Physio will recommend that the customer remove the device from use and a replacement device be obtained. The cause of the reported event could not be determined.

Event description:
The customer contacted physio-control to report that following an attempt to deliver a defibrillation shock to their patient, the service indicator on their device became illuminated.  Following the illumination of the service indicator, the customer then utilized a backup deice within a 1 to 2 minute delay and successfully delivered an additional 3 defibrillation shocks. The patient did not survive the event.

Manufacturer narrative:
After physio-control further investigated the reported issue, it was determined that the device did not remain powered on inappropriately . The device is designed such that when a service event code is logged, the service indicator comes on and the device remains on until it is either manually powered off, the battery is removed or the battery becomes depleted. The device battery became depleted because the device had logged a service event code during the reported event and the user neglected to turn the device off.